Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported the patient was outside of the hospital building, unspecified medication infusing, when the device had an unspecified error code and shut down.although requested, no further details were provided by the customer for this event.